Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and emergency medical treatment while on ilet therapy. Review of device history confirmed the user experienced elevated glucose values following breakfast and subsequently entered two breakfast meal announcements while correction doses were also being delivered. Following the second meal announcement, glucose values trended downward resulting in hypoglycemia. The user later confirmed they did not fully understand meal announcement practices and additional training was recommended. Based on available information, the event is attributed to user error involving multiple meal announcements resulting in excessive insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 06-may-2026 it was reported that the user experienced hypoglycemia with blood glucose (bg) levels decreasing from approximately 400 mg/dl to 47 mg/dl, resulting in seizure, loss of consciousness, emergency medical services intervention, and emergency department treatment. The user was treated with IV fluids and discharged the same day. No long-term health effects were reported.